Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was getting a lot of air bubbles after using the infusion set for a day or so. Customer noticed bubbles in the line, so he will pull the reservoir out and there are air bubbles in the reservoir as well. Customer stated that the air bubbles started about 3-4 months ago. Customer's blood glucose was over 400 mg/dl. Customer stated that the air bubbles are approximately larger than carbonation size. Customer stated that the pump was not rewound with a reservoir in place. Customer stated that the insulin was not stored at room temperature. Customer was advised that cold insulin can cause air bubbles in the reservoir. Customer will be sent a replacement infusion set and reservoir as a courtesy.